Event description:
Customer states analyzer is intermittently running lower for sodium than her other integra 400. She has not reported any of the erroneous results. She provided data for seven pts, one was found to be discrepant. Initial result 131, repeated on other integra 400 gave 139 mmol per l.

Manufacturer narrative:
The field service representative determined contamination from another electrode was the cause. He replaced chloride, potassium and reference electrodes and manually flushed and rinsed the ise mixtower. He ran electrode service, calibration and controls which were within specification. He noted he ran a sample pool for ises on both systems which generated matching results.